Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #:(B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had developed a lump on his back at the midline incision site. It was noted that the pain and discomfort caused by the lump was not device related. The patient underwent a revision procedure wherein the clik anchor was re-attached. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient¿s suture had gave up resulted to the opening of the skin. It was noted that there was an actual breakage of the skin. It was reported that the clik anchor was dislodged and it was re-attached. The patient was reportedly doing well. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed a lump on his back at the midline incision site. It was noted that the pain and discomfort caused by the lump was not device related. The patient underwent a revision procedure wherein the clik anchor was re-attached. The patient was doing well postoperatively.